Event description:
(B)(4).

Manufacturer narrative:
The user has not returned the luggie scooter to the dealer nor the importer for further evaluation. We're not able to get to know the scooter's condition at this stage. After receiving the scooter's serial number from the importer, we'll conduct the relevant tests.